Manufacturer narrative:
22-jun-2021 no failure could be identified as a result of the investigation.

Event description:
The tampon broke inside the body- vagina [foreign body in reproductive tract]. Swollen- vulva [vulvovaginal swelling]. Tampon broke [device breakage]. Only saw half a tampon when I pulled it out, retained [complication of device removal]. Consumer reported that she only saw half a tampon during removal. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
The tampon broke inside the body- vagina [foreign body in reproductive tract]. Swollen- vulva [vulvovaginal swelling]. Tampon broke [device breakage]. Only saw half a tampon when I pulled it out, retained [complication of device removal]. Consumer reported that she only saw half a tampon during removal. No serious injury reported.